Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarm noted. No motor error alarm occurred. Motor passed the motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Disclosed to the public under the freedom of information act.

Event description:
The customer's grandson reported via phone call that the customer experienced low blood glucose since (B)(6) and high blood glucose since (B)(6). It was stated that the customer's blood glucose level had been going up and down. His blood glucose level the night prior to calling was 315 mg/dl. In the morning it was 198 mg/dl. He ate two croissants and it went to 331 mg/dl. He treated with a 20 insulin unit bolus, but blood glucose went up to 400 mg/dl. During troubleshooting, the insulin pump alarmed no delivery with manual prime. Blood glucose at the time of the alarm was 321 mg/dl. It was advised to disconnect and reconnect the infusion set and reservoir; it was confirmed that insulin did exit the tubing but the insulin pump alarmed no delivery again. It was also reported that the customer received a motor error alarm. The device was returned for analysis.